Event description:
After successfully stenting the right internal carotid artery, difficulty was experienced during attempts to capture the angioguard filter device. The physician advanced the capture sheath without resistance to retrieve the filter, but the radiopaque markers on the capture sheath did not overlap completely with the markers on the filter, and the filter was not completely captured into the capture sheath. Eventually, the filter guidewire was withdrawn safely and successfully, with no adverse consequence to the pt, although the filter was only half captured. The target vessel was described as moderately calcified and tortuous, with 100% stenosis. The approach was made via the right femoral artery. The product has been returned for eval and testing; however, the engineering evaluation has not bee completed. Additional info will be submitted within 30 days of receipt.